Event description:
Customer called to report a bent cannula on the infusion set. The customer was concerned that the insulin pump did not alarm for no delivery during the night when this issue occured. Blood glucose reading at the time was 361 mg/dl. Troubleshooting could not be completed due to the customer not being able to find tube clamps. Advised that the tube clamps will be sent along with replacement infusion sets. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.